Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 98 mg/dl, 330 mg/dl, 299 mg/dl, 88 mg/dl, and 326 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.